Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to failure of an electronic circuit board. Additional evaluation findings are as follows: 1.) Insulation film of the speaker was noted deformed; 2.) The footswitch was not functioning intermittently due to a motherboard failure; 3.) Dust was noted inside of the unit; 4.) Minor scratches were noted on the housing and chassis. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. Based on the available information, an investigation determined the likely cause of the reported event is attributable to failure of an electronic circuit board.

Event description:
A user facility reported to olympus that an error "e433" occurred. The problem, as reported to olympus, was identified during "daily routine inspection/maintenance." There was no patient involvement and no harm or injury, associated with the event, reported to olympus.